Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation, it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for patient ventilation. The first root cause was determined to be a supposed defective p&t knob but the investigation found that the root cause was the software update. In consequence the patient was ventilated with an ambu bag and later with another ventilator and the supposed defective part was replaced. After a new start of the device (and software update), the device was working as intended. There was no reported patient or user harm as the issue was treated in a timely manner.

Event description:
The report say: hemorrhage and brain stem hemorrhage.the patient was in a coma with weak spontaneous breathing. The nurse assisted the physician to give the patient oral intubation, and the patient needed continuous ventilator to assist breathing.after testing, the ventilator performance is good and give the patient application. At 8:20 of (B)(6), the nurse in charge found that the ventilator adjustment button was invalid during the shift, and reported it to the head nurse immediately, they checked and confirmed that the adjustment button was invalid and the ventilator parameters could not be adjusted to meet the patient's condition changes in time.